Event description:
The patient's atrial septal defect measured 11mm and was aneurysmal. As a 14mm amplatzer septal occluder (aso) was placed, the physician rotated the delivery cable to release the device and the aso embolized to the left atrium. The device was recaptured and removed. The procedure was aborted. No adverse patient effects were reported.

Manufacturer narrative:
Sjm could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The cause of the reported event remains unknown.